Manufacturer narrative:
System components: pump, model- 72404232-10, lot sn- (B)(4).

Event description:
It was reported that the patient had a revision surgery to revise the rear tip extenders(rte) on the inflatable penile prosthesis(ipp)device due to the device length being too short with the shorter rtes. A patient outcome of fully recovered was reported.